Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) is at middle of life (mol) status and premature battery depletion is suspected. The device has been implanted for approximately 8.5 months. It is programmed to ddd mode at 70 ppm, and the output is programmed to 2.6 v on both channels. No therapy has been delivered and the device has paced 2% in the right atrium (ra). A save to disk was received for engineering evaluation. No adverse patient effects were reported. This device is part of the advisory population described in the physician communication on may 12, 2006.